Manufacturer narrative:
Exact date of event is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 53mm abdominal aortic aneurysm. It was reported that the patient returned to follow up and a CT scan revealed that the 16x20x124 endurant stent graft implanted in the right leg had migrated upward. Per the physician¿s statement the migration was due to enlarging of the right common iliac as a consequence of disease progression. No endoleak was identified. The physician performed an intervention where an additional 16x28x124 endurant stent graft was implanted in the right side and extended to the right external iliac artery in order to prevent the original stent graft from disengaging in the future. The intervention was successful and the event was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.